Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer does not recall any significant events leading up to the motor error alarm. Blood glucose level was 315 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and the motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.